Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: threaded portion of instrument broke off during an alif operation while attaching the instrument to the implant. An alternative instrument was used to insert the implant. No patient impact, operation proceeded to successful conclusion.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.